Manufacturer narrative:
Event is not associated with pt contact. Requests have been made for product return. Product investigation is pending. Product was not used.

Event description:
On 10/10/2007, it was reported that the screws were delivered disassembled. There was no pt contact.